Manufacturer narrative:
The actual device was not returned to the manufacturing facility. We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. Cautions, precautions and warnings are also stated for safety purposes in order to prevent needle sticks. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. Attachment: [mw5074926.pdf].

Event description:
Terumo medical received a FDA mw5074926 on 2/20/2018 that reported the following: "needle safety failed to engage fully, resulting in employee needlestick injury. Diagnosis or reason for use: safety hypodermic needle was used with firmagon injections."